Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012 - clinical report received. No new information that would change the outcome of the investigation. (Left hip). Update - (B)(4) 2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 to address osteolysis, pseudotumor and pain. Operative notes included with the revision report also indicate elevated ion levels, positive findings on mars MRI and slightly vertical cup placement. There was no significant metallosis, although there were pockets of metal staining and some areas of necrotic tissue. Update - (B)(4) 2013 - clinical report states the patient was revised due to an adverse local tissue reaction. There is no new information that would change the MDR decision. The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
A clinical report states the patient is experiencing occasional squeaking of the hip. Update: (B)(6) 2012 - clinical report received. No new information that would change the outcome of the investigation. (Left hip). Update - (B)(6) 2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 to address osteolysis, pseudotumor and pain. Operative notes included with the revision report also indicate elevated ion levels, positive findings on (B)(4) MRI and slightly vertical cup placement. There was no significant metallosis, although there were pockets of metal staining and some areas of necrotic tissue.